Manufacturer narrative:
Unit was received with a rf pic failed selftest during the self-test, problem isolated to the radio frequency board. However, the pump was received with normal operating currents, unit passed the unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device error. The customer's blood glucose was 300mg/dl at the time of incident. Trouble shooting was performed and found rf pic failed self test happened four times and unable to complete rewind process. Customer treated the high blood glucose with the insulin pump. Advised the insulin pump will need to be replaced. Advice to discontinue use of the product and revert to backup plan. The insulin pump will be returned for analysis.